Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon became concerned about er320 instrument clip security (clips not fully closed). The 2nd er320 instrument clips became jammed. A 3rd instrument was used to complete the case. There was no consequence to the pt.